Manufacturer narrative:
Kel - 08-28-2013 - follow up #001. Initial pr 65290 issued MFR. Report # 1531186-203-02098 indicting the manufacturer as unknown. The actual manufacturer is kenmstone metal. Sections d3 and f14 have been corrected.

Event description:
Consumer states both wheels are cracking - says this has happened several times before and has replaced wheels numerous times. Has had rollator for approx 8 months.